Event description:
An altitude alarm was reported with the pump, which did not adversely affect the customer's blood glucose level. The customer had experienced this issue previously with the same pump. In response, technical support decided to replace the pump as it was still under warranty. The customer was informed about the steps to prepare the current pump for return and understood the instructions. A replacement pump with updated software was sent, and the customer was instructed to program their settings and connect their continuous glucose monitor to the new pump.